Manufacturer narrative:
Results of functional testing indicate that because the paddle's connector is dirty, it caused the device to be unable to connect smoothly. Based on the information available and the testing conducted, the cause of the reported problem was due to the paddles not being properly maintenanced/cleaned. The reported problem was confirmed. The device was operational after repairs/cleaning was completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had a paddles issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.